Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 178 mg/dl. The customer stated that she had gone to change her insulin, but then the act button did not respond. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.